Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicating that the involved lead was deactivated and replaced to resolve the event. There were no known patient consequences.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a remote follow up, oversensing due to noise was observed on the right ventricular (rv) lead. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.